Manufacturer narrative:
Correction to section b2 outcomes attributed to ae: outcome was inadvertently selected as death instead of other on the initial medwatch report. There is insufficient information at this time regarding any medical interventions required.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There was no report of any ion system, instruments or accessory issues. Investigation is ongoing.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The intuitive endoluminal territory representative (eta) was present during the procedure and stated that the procedure was completed without complications or delays. There were no issues observed by the eta and no allegations from the physician of any malfunctions involving the ion system, instruments, or accessories during the procedure. A couple of days post procedure, the physician sent a text to the eta with information that the patient had developed a small pneumothorax. The text had limited clinical details, including the region of the lung affected, if the patient experienced any symptoms, or what interventions were performed. The eta stated he later heard that the patient was getting better; however, no additional information was available.